Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station device with download stopped. A technical support specialist (tss) went to reboot the device and noticed that an es password was required, with no biometric identifier prompt appearing. The device also displayed as an unknown device. Database corruption had caused a synchronization failure. The device was found in an unknown state and had to be resynchronized. After resynchronized, the customer reported no adverse impact. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device had stopped when download. However, there were no delays or adverse events or injuries reported based on this event.